Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Manufacturer narrative:
A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Event description:
Customer reported leakage right above the upper stopcock where the tubing would be bonded to the stopcock. The reported condition occurred during patient use. No patient injury or medical intervention occurred. The exact date of when this condition occurred is unknown; however, it occurred in the timeframe of the past 2 months. This is report 3 of 3 received with the same reported problem from this facility.

Manufacturer narrative:
The sample was discarded by the customer; therefore, a product evaluation will not be performed. A follow-up report medwatch will be submitted if any additional information becomes available. (B)(4).